Event description:
The MFR's rep reported the pt was implanted with a new pump. The pump was programmed with baclofen 2000mcg/ml. A priming bolus was programmed and the drug was started at 399.7mcg/day. Approximately 30 minutes after the pt left recovery, pt's pupils were pinpoint and pt was unresponsive. The pump was turned off. A follow up report will be sent when additional info is received.